Event description:
No additional information.

Manufacturer narrative:
Investigation results: one mz1000 sample was received without packaging for investigation; no connecting product was returned to assist the investigation. The customer reported that they experienced disconnection of the maxzero immediately upon connecting with a terumo extension set. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and male luer of bd stocks remained secure when connected; no inadvertent disconnection occurred throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A lot number was not provided as part of the investigation; however a review of the laser ID 230824b15 of the maxzero component confirmed a possible lot number to be 23035399. A review of the production records for lot 23035399 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against the maxzero product are rare and have been occurring at a low frequency within the last 12 months.

Event description:
It was reported that bd maxzero needleless connector disconnects the following information was received by the initial reporter with the following verbatim: this is a complaint about disconnection. When the customer connected an external infusion set to the female side (mixing section), it almost came off immediately.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.